Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were requested; however, these were not received from the healthcare facility. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported presence of a hole in the chamber base. The healthcare facility further reported that the chamber was in use for 10 days and the drug bisolvon (bromhexine hydrochloride) was nebulised into the system. Conclusion: without the return of the device, we are unable to confrim the cause of the reported hole. However, the reported damage is likely due to the exposure of the chamber base to hydrochloride that can react with the heated aluminum base and readily corrode the material over time, resulting in the reported hole. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor in japan reported that an mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit has a hole in the chamber base as a result of use of medication. There were no patient consequences reported.

Event description:
A distributor in japan reported that an mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit has a hole in the chamber base due to use of unspecified chemicals. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.